Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information device clamp sensor was replaced in order to address the triggering of the error 22 during servicing. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective clamp sensor but based on available information the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "problem: located in ce shop with no indication of condition. Once turned on, device displayed error 22, (clamp sensor failure).action: searched manual and found part. Located part and installed. Performed calibrations for door, air detector, flow rate, and pressure sensors. Pass.resolution: device functions as intended. Pm to follow as it is due in just over a month." Reporting due to the referenced issue; no patient harm was communicated. More information is needed to complete the investigation.